Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2021. A manufacturing record evaluation was performed for the finished device lot number am3539, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: provide procedure name and date: not yet informed. How was the surgery successfully completed? The surgery was completed despite several failures in the prolene thread that broke twice during the surgery inside the patient. There were no adverse events for the patient. Do you have any photos available of the supposed product? We do not have the material or photos, it was used on the patient and the rest discarded in the hospital.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke twice. There were no adverse patient consequences. No additional information was provided.